Event description:
It was reported that the nc trek dilatation catheter was advanced for post dilatation of previously implanted stents in an unspecified location. The nc trek was advanced through the sheath and the shaft of the nc trek kinked while still outside the patient anatomy. An attempt was made to straighten the shaft; however, the device separated into 2 pieces. Both pieces were easily removed. A second nc trek was then used for post dilatation. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. Evaluation summary: the device was returned for analysis. The reported kink was confirmed on the returned device and most likely was due to accidental handling during advancement. The reported shaft separation was confirmed on the returned device and was due to the attempt to straighten the kink. Based on the visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the nc trek instructions for use (IFU) states: do not use, or attempt to straighten, a catheter if the shaft has become bent or kinked; this may result in the shaft breaking. Instead, prepare a new catheter. Based on all the information reviewed, there is no indication of a product deficiency.